Event description:
Meter powers off during use. Pt was having symptoms, which consisted of feeling lethargic and incoherent. Pt took their oral medication for diabetes. Md treated pt; however, no info on what treatment was given to pt or what their blood glucose reading was customer service checked the meter and the batteries and the issue was not resolved so lfs sent pt a replacement meter.